Event description:
It was reported that the implantable cardioverter defibrillator (ICD) threshold had been increasing for a few years and today is measuring at 4v at 1ms in the right ventricular (rv). There was an alert detected for right ventricular automatic threshold (rvat) suspension. The patient had a chest x-ray in (B)(6) 2023, and the physician was happy with the rv lead position. The shock impedance is rising and today measured at 125 ohms with a maximum measurement at 132 ohms. Boston scientific technical services analyzed all impedances from the report and noted that the shock impedance shows some similarity with the thoracic impedance trend. The variation in impedances might also be related to physiological influences or postural changes, as in posture changes to distance between the lead and device shift and therefore the impedance shifts. The impedance is on the high side but stable without large fluctuations. Troubleshooting steps were provided for high shock impedance evaluation. There were no adverse patient effects reported. The device remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) threshold had been increasing for a few years and today is measuring at 4v at 1ms in the right ventricular (rv). There was an alert detected for right ventricular automatic threshold (rvat) suspension. The patient had a chest x-ray in (B)(6) 2023, and the physician was happy with the rv lead position. The shock impedance is rising and today measured at 125 ohms with a maximum measurement at 132 ohms. Boston scientific technical services analyzed all impedances from the report and noted that the shock impedance shows some similarity with the thoracic impedance trend. The variation in impedances might also be related to physiological influences or postural changes, as in posture changes to distance between the lead and device shift and therefore the impedance shifts. The impedance is on the high side but stable without large fluctuations. Troubleshooting steps were provided for high shock impedance evaluation. There were no adverse patient effects reported. The device remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.